Event description:
Same case as 2134265-2008-00896. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was rotablated and pre-dilated, unk type and size balloon. The physician then attempted to place a taxus express2 3.5x16mm drug eluting stent to the mid right coronary artery (rca), but was unable to cross the lesion. Upon removal, it was noted that the stent edges were frayed. The physician then attempted to place a taxus express2 3.25x28mm drug eluting stent to the mid rca and again was unable to cross the lesion, and stent damage occurred. The lesion was then pre-dilated with a quantum maverick 3.5x15mm balloon and the procedure was completed by implanting 3 taxus stents, a 3.5x8mm, a 3.5x16mm and a 3.5x20mm. No pt complications were reported. Pt status post procedure is noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the device history record for this particular batch found that the device met its material, assembly and product specs at the time of release to distribution. Taking into consideration the details of the complaint, operational context would be most probable root cause.